Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user inserted the infusion set with the blue needle guard still attached, resulting in an incorrectly deployed infusion set and no insulin delivery until a subsequent site change was performed and delivery was restored. Symptoms included no clinical symptoms reported. Outcomes included no injury, no hospitalization, and resolution after user education and corrective action. Investigation included troubleshooting and user education by support staff. Investigation of this case revealed user error related to infusion set deployment and connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.